Event description:
No additional information received material#: 305916 batch#: 2007149 & 2059516 it was reported by the customer that "needles are blocked / clogged. Issue is not visible". Verbatim: rcc received complaint via email. Email(s) attached. Ahs mdip report incident or problem information ahs mdip reference number (ID): (B)(4) date of incident (yyyy-mm-dd): (B)(6) 2023 type of incident/problem: malfunction - during or after use level of harm: no effect - did not reach patient - detected before use or does not touch person during use ahs optional report to cmdsnet (health canada): yes incident details: lot#2007149 - 48 needles malfunctioned lot#2059516 - 5 needles malfunctioned needles are blocked / clogged. Issue is not visible. Who was affected? Patient unexpected or prolonged care? No frequency of problem: recurring device information device name/description: needle hypodermic safety 25ga x 1 in manufacturer: becton dickinson canada inc manufacturer code/model: 305916 serial or lot number: (B)(6) expiry date: unknown supplier: medline canada corporation supplier catalogue number: 308-305916 is device retained: yes investigation request expected type of investigation: actual device tested, lot review shipping instructions request date (yyyy-mm-dd): 2023-08-17 site shipping address: (B)(6). Clinical contact information.

Manufacturer narrative:
(B)(4) follow up no samples or photos received by our quality team for evaluation. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. During review of the process, process variations during the needle lubricant application can create clogged needles. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. It was reported the needles are clogged. As a sample was not returned, a thorough sample evaluation could not be completed. A device history record review was completed for provided material number 305916, lot 2059516. The review revealed all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 2059516 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Additional device histories were reviewed for each batch of needles used in the manufacturing of this batch. There was no documentation for this type of defect during the entire production run of these batches. Previous investigations have determined that process variations during the needle lubricant application can induce clogged needles. Several quality initiatives have been implemented in the manufacturing process to ensure the needle lubrication is applied appropriately. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 2007149 d4. Medical device expiration date: 31dec2026 h4. Device manufacture date: 07jan2022 h.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needle was clogged. This occurred 53 times. There was no report of patient impact. The following information was provided by the initial reporter: incident details: lot#2007149 - 48 needles. Malfunctioned lot#2059516 - 5 needles malfunctioned. Needles are blocked / clogged. Issue is not visible. Who was affected? Patient unexpected or prolonged care? No frequency of problem: recurring.